Event description:
Additional information was received as follows: it was reported that a recent CT demonstrated a distal type I endoleak in the ipsilateral limb. There is disease progression with iliac limb dilatation. The physician elected to implant a 16x24x93 endurant iliac extension. The distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 3.5 years ago. The pt was originally implanted in another state therefore the aneurysm and vessel morphology from the time of implant are unk. It is unk whether the pt returned for follow-up. It was reported that currently the pt has disease progression with aortic neck dilatation, the aortic neck is 26 mm in diameter at the renal arteries and it is 2 cm long. A recent CT demonstrated that the stent graft has migrated 2 cm distally resulting in a type I endoleak. The physician implanted a 32 mm talent aortic cuff proximally to the aneurx bifurcated stent graft; however, the endoleak did not resolve (ref MFR# 2953200-2011-00611). A palmaz stent was implanted within the talent cuff and the endoleak was resolved. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: migration, endoleak; disease progression resulting in aortic neck dilatation. Conclusion: diseae progression with dilatation of the aortic neck.